Event description:
It was reported that, during implant procedure and when connecting the leads to the cardiac resynchronization therapy defibrillator (crt-d), this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture (loc) and high shock impedance within normal limits. The physician decided to reposition this rv lead; however, before repositioning, the physician wanted to check through the pacing system analyzer (psa). When connecting the rv lead to the psa using testing cables, no signal was seen on the atrial channel, therefore the physician tried the rv channel, which also showed no signal. The physician tried different things: new cables and other psa, without success. Then, this rv lead was repositioned and connected to the device to test it, as the psa still was not showing signals. The physician reported that this rv lead was tested through the crt-d rather than the psa. The threshold was good and physician was pleased with the measurement. Moments later, during the procedure, the patient was peri arresting, and the physician had to perform a pericardial tap. Once the patient was stable, checks were performed and all measurements were stable and within range. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during implant procedure and when connecting the leads to the cardiac resynchronization therapy defibrillator (crt-d), this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture (loc) and high shock impedance within normal limits. The physician decided to reposition this rv lead; however, before repositioning, the physician wanted to check through the pacing system analyzer (psa). When connecting the rv lead to the psa using testing cables, no signal was seen on the atrial channel, therefore the physician tried the rv channel, which also showed no signal. The physician tried different things: new cables and other psa, without success. Then, this rv lead was repositioned and connected to the device to test it, as the psa still was not showing signals. The physician reported that this rv lead was tested through the crt-d rather than the psa. The threshold was good and physician was pleased with the measurement. Moments later, during the procedure, the patient was peri arresting, and the physician had to perform a pericardial tap. Once the patient was stable, checks were performed and all measurements were stable and within range. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.